Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement knob pn18003 and potentiometer pn766582. No further investigation was necessary.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report some issues when performing the 7 year pm. He was having issues with the frequency measurement not matching his handheld meter at only the 3hz. Both read the same at the 15hz and 9hz. Upon further evaluation, it looks like this vent got hit because he found some damage to the frequency knob. He then noticed damage to the piston centering knob as well. There was no indication of patient involvement.